Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred the sensor was inserted into the (B)(6) 2025 on arm, which is an off label usage of the device. On 04/06/2025, it was reported that the sensor failed, but the patient never told his mother that the sensor had failed. The patient just removed the sensor from his body on (B)(6) 2025 because of the failure, then at night on the (B)(6) 2025, the patient was just at home when he suddenly felt stomach-ache and got horribly sick. The patient requested to his older brother to take him to emergency room (ER) that night. There was no bg taken at that time. When they arrived at the hospital , they took a bg reading which was 340 mg/dl. The patient was treated with IV insulin. At the time of the report (B)(6) 2025 the patient was still at the hospital but he was doing fine. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up.. The probable cause was determined to be high counts aberration. No additional patient or event information is available.